Event description:
Patient was revised due to loosening of the tibia component at the bone to cement interface. Competitor cement was used. 6x8 mm rp poly and 4 rp tray was removed. Original implant date (B)(6) 2013. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).